Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the process of extracting 22x75mm stem, the tread or extractor broke and remains inside the stem. All was removed. No surgical delay.